Manufacturer narrative:
Pending investigation.

Event description:
As reported, the patient had an initial tha on an unknown date. The patient was revised on (B)(6) 2024; reason not reported.

Manufacturer narrative:
H2: no devices were returned for evaluation and no radiographs, images, operative notes, or patient medical history information were provided for review. It is possible this event is associated with polyethylene wear for which a number of variables including use error, implant positioning, implant selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) can be contributors. Additionally, increased shelf oxidation resulting from the use of nylon vacuum bags without evoh (subject of the associated fsca 18832/21) could also contribute to wear. The most likely cause for the reported revision due to prosthesis wear and osteolysis is a combination of the risk factors specified in the hhe. However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. D10: 5625034 180-01-58 - crown cup,cluster-hole gr.58. Additional information: b4, d1, d2a, d2b, d4, d10, g4, h4. Correction: h6 clinical code and medical device problem code.

Event description:
The patient was implanted with a hip prosthetic cup from exactech. As part of the manufacturer's recall campaign, the patient presented herself for a check-up. The x-ray and CT check showed a clear decentering of the prosthesis head and osteolysis in the acetabulum as signs of inlay wear. This was verified when the inlay was changed to a vitd-hardened, specially approved inlay. As part of the replacement operation, in addition to the inlay replacement, the firm socket integrity was determined as well as the curettage and sealing of the cysts in the socket using allogeneic cancellous bone and the replacement of the prosthetic head.